Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the adverse event(s) of an unspecified infection, which precipitated the removal of the patient¿s pd catheter (not a fresenius product). The etiology of the patient¿s infection is unknown; therefore, causality cannot be established. Limited additional information precludes a more extensive and meaningful investigation. The esrd population¿s altered immune response predisposes these patients to an increased risk of infections. Based on the information available, the liberty select cycler can be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed the serious adverse event(s). Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the emergency room (ER) and was hospitalized due to infection and the catheter was removed. Additional information was requested, however it was not available. Based on the information available, the liberty select cycler can be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed the serious adverse event(s).